Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook ivc filter. Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "I had an ivc filter installed in 2009. It had a leg come apart 2 months ago and traveled to between g3 and g4 in my spine. It lodged there. I have been bed ridden for 3 months now. I am scheduled to see a vascular surgeon in (B)(6) on (B)(6). " additional information received (B)(6) 2017: per patient: "2009 filter installed, don't know doctor yet, insurance investigating who they paid, hospital did not have record. Radiology did a CT with myelogram in (B)(6) as part of back problem. It showed the wire between g3 and g4 spine as well as filter with broken wire missing from filter in same CT. It was installed through groin." Patient outcome: vascular surgeon to remove it soon after (B)(6) 2017.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: investigation is solely based on description of event, since no product was returned and no imaging provided. According to the description of event, "it had a leg come apart 2 months ago and traveled to between g3 and g4 in my spine." Given the limited information provided - and that g3 and g4 do not relate to the spine - it would be inappropriate to speculate at what may or may not have led to the reported failure mode. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. However, nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.